Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that at the time of the pump replacement (mfg. Report # 3004209178-2014-18135) the patient received a little too much baclofen, so the healthcare provider (hcp) had to reduce the dosage with the replacement pump. The pump was used to deliver lioresal. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed. Please refer to mfg. Report # 3004209178-2014-18137, as the patient also experienced overdose symptoms after the pump replacement.